Manufacturer narrative:
Product has been rec'd by manufacturer, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the stapler jammed during closure of surgical incision was performed. The procedure was continued using another visistat stapler. No pt injury reported.